Event description:
A patient underwent two-stage bilateral breast reconstruction with tissue expanders and ovitex prs pga on approximately (B)(6) 2023. It was reported that on (B)(6) 2023 the ovitex prs devices had possibly broken down and extruded through the patient's incisions. The devices were removed to the extent possible, tissue expanders left in place, and reconstruction course continued.

Manufacturer narrative:
The surgeon reported that the patient had thin mastectomy flaps and potentially poor post-operative management which may have contributed to this event. Although an additional surgery was necessary, there was no reconstructive failure as the tissue expanders remained in place. A batch record review showed no non-conformances or anomalies that may have caused or contributed to this event.